Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l44107, implanted: (B)(6) 1998, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 1999-05-12, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving fentanyl with concentration 4000 mcg/ml at a dose rate of 1547.1 mcg/day via an implantable pump for non-malignant pain. It was reported that the physician performed a catheter revision as they felt the catheter was older and not working correctly. The physician implanted a new catheter and discovered that the catheter had slipped / retracted to the sub-dural space. Refer also to MFR report #3004209178-2020-15370 for subsequent event. No patient symptom was reported. No further patient complications have been reported as a result of this event.